Event description:
The facility reported a colleague infusion pump with a fail code of 599.320.744 . This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "fail 599.320.744" was confirmed by quality engineers as failure code failure code 500:320:844:0000 on channel c. The cause, as determined by service, was due to defective keypad on channel c. The pump head module on channel c was replaced to correct this condition. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed the device has not been previously sent into service for the reported condition.